Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the device passed testing with no faults occurring. The claim will be closed as no fault found. Review of the logs showed multiple shock button presses. However, the energy was not selected and the charge button was not pressed prior to the shock button attempts. No emerging trend based on similar reports.